Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
While a caridianbct sales specialist was visiting a customer, she observed the customer performing an autorbc collection procedure. The customer had not placed the rbc filter in the filter bracket for the collection process. This incident was observed on two occasions. It is unk at this time if these rbc units were transfused to any pts. The donor info is not available at this time. This report is being filed due to the potential for leukoreduction failure and/or hemolysis in rbc units collected.